Manufacturer narrative:
Please note that the following section were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2019-02076. Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the embolization coil was advanced outside of its introducer sheath. The smart coil was re-sheathed during the functional test. The smart coil was then advanced through a demonstration microcatheter and out of the distal tip without an issue. The root cause of the reported advancement issue could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the reported advancement issue through the introducer sheath of the smart coil.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the a2 segment of the anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.